Manufacturer narrative:
Attempts to obtain the device have been made; however, the device has not been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the device for analysis, a root cause of the stenosis/regurgitation could not be determined. Based on the received information, calcification could be a contributing cause of the clinical observations.

Event description:
Medtronic received information that two years post implant of this bioprosthetic valve, the valve was explanted due to stenosis, with calcification and regurgitation. Another valve was successfully implanted and no other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, all leaflets were stiff due to host tissue on the outflow. All commissures were intact however, host tissue made it difficult to determine the status of the non-coronary left commissure. Glistening off-white pannus covered the sewing ring on the inflow, over the tissue and base stitching, into all inferior coaptive areas and 1 to 2 mm onto all cusps. Pannus on the outflow remained attached to the sewing ring, along the outflow rails adjacent to all cusp and to all stent posts and encapsulated all commissures, resulting in restricted leaflet movement. Tan, thrombotic host tissue filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient-related condition. (B)(4).